Event description:
It was reported that a great deal of resistance was felt while inserting the intra-aortic balloon (iab). The customer continued trying to insert the iab, but they noticed a break in the iab membrane. A new iab was inserted to continue therapy. They were unsure whether the tear in the membrane was present from the beginning or occurred when the catheter was being inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. No blood was observed inside the iab catheter. A laboratory insertion test was unable to be performed due to the membrane being unfurled and the catheter tubing returned condition. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported events cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.